Event description:
The manufacturer received information alleging the unit received a message "no audible alarm" on the screen, serval times when the unit was turned on. Patient also alleges a dry mouth in the morning. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.